Event description:
When a fielder guidewire was advanced to the lesion in iliac artery, the guidewire was trapped by a stent that had been implanted in that same artery, the guidewire was pulled back with force in order to escape from the trap, when the distal section of the coil fractured and remained in the anatomy. Snare was advanced to retrieve the fractured segment, however, the fractured segment fractured again into two, and the distal end section only could be retrieved. The section that could not be removed out was embedded to the vessel wall by a stent additionally advanced to the vessel.

Manufacturer narrative:
Observation by scanning electron microscope of returned parts of guidewire revealed the trace of separation by torsional and pulling-apart force at the proximal breakage site, while the trace of pulling-apart separation at the distal breakage site. Separated middle section was not returned. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. It is inferred that rotational manipulation was applied to the guidewire of which distal section was trapped by the pre-implanted stent, and that the guidewire was separated due to accumulated rotational force which exceeded the product's design limit, then the separated distal section was snared but it could not removed out because of being trapped by the pre-implanted stent, along with pull-back manipulation to the snare device, the separated section was again separated into two pieces due to excessive pulling force, the distal section could be taken out with snare while the separated middle section could not be removed out. Warning section to IFU describes; "if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being lefty in side the vessel.", and "separation or breakage of the guidewire" as one of the possible complications and averse events.